Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4086226, medical device expiration date: na, device manufacture date: (B)(6) 2014. Medical device lot #: 3277066, medical device expiration date: na, device manufacture date: (B)(6) 2013. The customer's address is unknown. (B)(6) has been used as a default. Investigation summary: a complaint lot history check was performed on lot # 3277066 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 3277066. A complaint lot history check was also performed on lot # 4086226 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 4086226. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 1 bd ultra fine¿ pen needle from lot 4086226, and 1 needle from lot 3277066 had no expiration date on their boxes. The following information was provided by the initial reporter: "consumer called to inquire about expiration date on pen needles. Consumer stated that there is no expiration date on the box."